Event description:
A lifecor patient service rep (psr) contacted lifecor customer support to report that she could not baseline a pt. She stated that when she would try to baseline the ECG signal would look very noisy.

Manufacturer narrative:
Device MFR date: monitor - 12/2007; battery pack - 09/2007; battery pack - 09/2007; electrode belt - 12/2006; battery charger - 12/2004. Device evaluation summary: device evaluations of monitor, both battery packs, electrode belt, and battery charger have been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unk, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. Both battery packs had damaged battery connectors. The root cause of the bent pins is unk, but is likely due to battery pack being forced into a monitor with the connectors misaligned. The connector was replaced. The battery pack was retested and restocked. Both the battery charger and the electrode belt functioned normally. They were both restocked. The damaged connectors on the monitor and battery packs were replaced. No adverse events resulted from the damaged monitor and battery packs.